Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was unable to open. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer confirmed that the customer resolved the issue, and no further investigation was required for this device. The system functioned as intended after the customer resolved the issue.